Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a diabetic seizure. Blood glucose (bg) level was 350 mg/dl. The customer was transported, via ambulance, to the hospital. Pain medication was administered and dosage of klonopin was tapered down. Customer stated that they may have neurological damage; however, the healthcare provider (hcp) has not confirmed this. Customer was released from hospitalization five days later.